Event description:
The report received from the affiliate indicated that after deployment of the precise pro 10 x 40 stent at the target lesion, the distal tip of the device became caught at the distal portion of the (non-cordis) guiding catheter. There was difficulty withdrawing the product into the guiding catheter. The stent delivery system (sds) was pushed and pulled repeatedly to be withdrawn into the guiding catheter. When the device was removed from the patient, the distal tip was noted to be deformed. There was no reported patient injury. The procedure was finished successfully after post dilation. The target lesion was the left internal carotid artery (lica). The target lesion was accessed with a non-cordis guiding catheter. An angioguard embolic protection device was placed distal to the intended target lesion. Ivus was done. The lesion was pre-dilated. There was no reported problem deploying the precise stent. The lica target lesion was reported to be: an 80% stenosis, was moderately calcified and was not tortuous. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted.

Manufacturer narrative:
Concomitant products: gw: (B)(4); gc: destination 6f 90cm; bc: starling 3.5/30mm. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that after deployment and during withdrawal of a precise pro 10 x 40 stent from the target lesion, the distal tip of the device became caught at the distal portion of the (non-cordis) guiding catheter. There was difficulty withdrawing the precise into the guiding catheter. The stent delivery system (sds) was pushed and pulled repeatedly to be withdrawn into the guiding catheter. When the device was removed from the patient, the distal tip was noted to be deformed. The target lesion was the left internal carotid artery (lica) reported to be moderately calcified and not tortuous with an 80% stenosis. The lesion was accessed with a non-cordis guiding catheter. An angioguard embolic protection device was placed distal to the intended target lesion, ivus was performed and the lesion was pre-dilated. There was no reported problem deploying the precise stent. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported patient injury. The product was returned for inspection. One non-sterile precise pro rx us carotid syst 10 x 40mm was received coiled inside in plastic bag. Unit was deployed. Brite tip damaged. Kink was observed at 8cm from brite tip. No other damages could be observed. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. During microscopic analysis could be observed that brite tip was damaged (split). Sem results showed that the split had propagated entirely through the wall thickness of the tip. The fracture surfaces exhibit edges that are uneven and present patterns of ripping on both edges of the failure. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of the split could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported "brite tip damaged" by the customer was confirmed; the cause of the failure was not conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. During manufacturing process there is a control to detect this kind of issue. Therefore no actions were taken. The failure reported "sds - withdrawal difficulty-through guide/sheath" by the customer was not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. During manufacturing process there are controls to detect bends. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. However, with the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.